Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-10913. It was reported that the patient presented for a generator change out procedure due to normal battery depletion. Prior to procedure, upon interrogation, the right ventricular lead exhibited low out of range pacing impedance and the right atrial lead exhibited a downward trend in pacing impedance that varied but never went out of range. The leads were explanted and replaced. The patient was in stable condition.